Event description:
Boston scientific received information that during a routine follow up it was revealed that this device had triggered elective replacement indicator (eri). All other parameters except higher than normal left ventricular thresholds appeared normal and within recommended ranges. Premature battery depletion as alleged. This device was explanted and replaced. The device will be returned for analysis. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory microscopic visual inspection found a bump over the high voltage capacitors, but no other irregularities were revealed. Interrogation of the device verified that the device was at elective replacement indicator (eri). Analysis confirmed that due to internal arcing in one of the capacitors long charge times were revealed resulting in eri to be triggered.